Event description:
I was diagnosed with incomplete lupus after many months of rash. Other symptoms include brain fog, anxiety, fatigue, hair loss, joint stiffness, heart palpitations, dry eyes, hot flashes, slow healing, development of allergies, the list goes on and on. Eventually leading me to seek more answers after a second opinion from (B)(6) clinic in early 2023 stated no test results were conclusive for lupus but left it as "cutaneous lupus" given the hydroxychloriquine was keeping the unexplained rash at bay. What I found led me to suspect breast implant illness. I have my explant surgery (B)(6) 2024 and in the past 3 weeks have had some of my symptoms disappear while others have improved vastly. Reference report: mw5150177.